Event description:
Related manufacturer report number: 1627487-2023-04229. It was reported that the patient experienced ineffective stimulation with their peripheral scs system. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode® lead wide spaced, 30 cm, model: 3163, UDI: (B)(4), serial: n/a, batch:4340904. Common device name: quattrode® lead wide spaced, 30 cm, model: 3163, UDI: (B)(4), serial: n/a, batch:4340904. Common device name: quattrode® lead wide spaced, 30 cm, model: 3163, UDI: (B)(4), serial: n/a, batch:4340904.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the peripheral leads were explanted to address the issue.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.